Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had new low back pain starting ¿a while ago¿ in 2017. The patient inquired about whether they could do an MRI on their brain because they had been having ¿cognitive issues.¿ the patient reported that their back had been bothering them and they had an x-ray taken and could tell that ¿several leads had disconnected¿ in (B)(6) 2017. The patient reported that they had a surgery where they changed out their implant for a newer implant. The patient reported that they had gotten a blood clot after the surgery. The patient also reported that they couldn't feel their legs on the evening after the surgery. The patient stated that the surgery occurred sometimes near the end of (B)(6) 2017 or the beginning of (B)(6) 2017. The patient also reported that they tend to fall a lot and that they had many falls. The patient did not know the dates of the falls and stated that their forgetfulness had started ¿a few months ago¿ in 2017. No further complications are anticipated. (B)(4)/update (con): **no new information**.